Event description:
Healthcare professional reported a xen®45 gts was implanted in unknown eye. About four years later, eye became red and sore. Patient was treated with antibiotics for suspected conjunctivitis. Later, patient was diagnosed with endophthalmitis and the eye was removed.

Manufacturer narrative:
The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.